Event description:
In, 2001 red cross staff became aware that nbcs 1.4.5a (current production version, delivered to all regions between 12/00 and 2/01) lacked the automatic donation property check associated with packing due to a software configuration control error. Because the automatic check still occurs during labeling and shipping, the risk for erroneous product release is limited to product shipments that are not appropriately ended electronically in nbcs during the shipping function. The electronic ending of shipping in nbcs prior to actual physical shipment of products is a procedural requirement. In nbcs, properties serve as indicators (i.e., provide information) about a blood component. Properties can indicate a problem with a blood component (e.g., a donor has a questionable history; medical approval is needed; or, unit is overweight) or can provide factual information regarding a blood component (e.g., autologous, or therapeutic). In addition, some properties are applied to specific components, while others are applied to all components made from a donation. Nbcs has other built in controls, besides properties, that can prevent release of unsuitable blood components. Blood components produced (1) from units with either viral marker positive test results or (2) from units collected from donors who are listed on the donor deferral register (ddr) would still not be released in this situation. The nbcs problem associated with donation properties does not impact these controls.